Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiration date: 03/2025).

Event description:
It was reported that during vena cava filter placement procedure via femoral access the filter allegedly failed to expand. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during vena cava filter placement procedure via femoral access the filter allegedly failed to expand. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one denali femoral denali filter kit was returned for evaluation. Filter was in storage tube partially exposed from the proximal end of the filter, pusher wire was still inserted within the touhy adapter, wire was noted to be detached from the pusher catheter. A mandrel was used to deploy the filter from the storage tube; all limbs are present and uncrossed. Skiving to the storage tube due to deployment of the filter, no bowing noted. No functional testing performed. Based on the findings, the investigation is confirmed for the identified failure to advance and detachment issues. However, the investigation is unconfirmed for the reported activation failure. A definitive root cause for the reported activation failure and the identified failure to advance and detachment issues could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 03/2025), g3, h6(device). H11: h6(method, result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.